Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability of the door to latch was confirmed and reproduced as door not fully latched alarms. This condition was determined to have been caused by a loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump's door would not close. It was also reported there was no pt injury. During baxter's functionality testing of the device, it was found that the device alarmed door not fully latched.